Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: a review of the pump¿s black box and alarm history showed several consecutive cs012/cs054/cs052 alarms on (B)(6) 2016. During testing, the returned battery cap was able to fit to maintain electrical connection. The pump was powered on to the verify screen with audio tones and vibrations functional. The pump ez-prime steps were performed correctly and was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of a call service alarm issue was shown in the pump history be was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).